Manufacturer narrative:
This follow-up report is in response to a request received by richard wolf gmbh from a FDA (MDR data system team) regarding a related report information that was not included in the corresponding block h10 of medwatch form 3500a. Corrected information: h10 new information: b4, g3, g6 (follow-up number), and h2.

Event description:
Richard wolf medical instruments corporation (rwmic) received a medsun report: (B)(4), regarding an issue with a cutting electrode bipo 24fr 12/30°, part ID: 46221313us, lot# 51018536. According to the medsun report, "provider noted issues with foot pedal for erbe not charging electrode, then would heat suddenly. The tech noted that element burned "white hot". When the lens cracked, scope set up was removed. The tech needed a kelly clamp to unseat electrode from resectoscope. Patient experienced aggressive bilateral leg movements during loop cautery, requiring more sedation. Tech noted what appeared to be metal flush out of patient during procedure and asked provider; provider believed it may have been from uroclips that were being removed during procedure. Once removed, uroclips appeared to be completely intact." Original intended procedure: cystoscopy with transurethral prostatectomy, cystoscopy litholapaxy.

Manufacturer narrative:
The provider claimed that the foot pedal for erbe, model vio 300d (non-richard wolf device), failed to charge and inadvertently produced high temperature that caused overheating and resulted into melting of the electrode, cutting electrode bipo 24fr 12/30°, 46221313us (richard wolf device). The malfunction occurred during the cystoscopy with transurethral prostatectomy (turp) and cystoscopy litholapaxy procedure. The event was likely caused by the foot pedal for erbe, model vio 300d. Richard wolf consider this matter as "reportable malfunction".